Event description:
Immediately after treatment in the vermillion border with cosmoplast, the pt had inflammation and bumps. The physician prescribed topical triamcinolone, and intralesional kenalog. The symptoms have resolved.

Manufacturer narrative:
Qa has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.